Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise and a decrease in sensing values. While the oversensing of noise cause inhibition, the patient was not dependent, and no asystole was observed. Other rv lead parameters were within acceptable range. Testing of the system was unable to reproduce noise. The rv lead was reprogrammed and remains in service. No adverse patient effects were reported. Additional information provided from the field indicated x-ray images were taken which showed multiple points of tension with the rv lead in the pocket. Troubleshooting options were provided to the field and the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise and a decrease in sensing values. While the oversensing of noise cause inhibition, the patient was not dependent, and no asystole was observed. Other rv lead parameters were within acceptable range. Testing of the system was unable to reproduce noise. The rv lead was reprogrammed and remains in service. No adverse patient effects were reported.